Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of the customer provided images found the metal piece that was removed from the patient. One image shows the metal piece next to a ruler. It is slightly longer than 1cm, but the metal is bent and twisted. Another image shows the metal in a plastic container. The customer provided x-ray image confirms an unknown metal object inside of the patient¿s humeral bone. The identity of the piece cannot be determined from the image. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, failure of a concomitant device, or an impact event inconsistent with normal use. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The post-operative x-ray images were not provided to confirm the removal of the retained foreign object. Although, we cannot rule out a procedural variance vs user error as the likely cause of the reported failure. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. No further clinical/medical assessment is warranted at this time. Without the requested supporting documentation, the reported additional procedure cannot be confirmed. Should any additional relevant medical information be provided, this case would be re-assessed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The customer provided x-ray image confirms an unknown metal object inside of the patient¿s humeral bone. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Approximately three-years post operation it was reported due to an unrelated fracture, an x-ray was taken. The physician¿s provided analysis of the attached undated, unlabeled x-ray reveals an unknown metal piece inside of the patient¿s bone. According to the report, three footprint anchors were reported since the surgeon wanted to find out if the metal was from the inserter of the footprint. Since the non-implantable unknown metal piece is retained in the patient¿s bone, the possibility of micro-motion/and or migration is unlikely. Per the report, the surgeon has no plans to remove the retained unknown metal piece. Therefore, the future impact to the patient beyond that which has already been reported cannot not be determined. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images found the metal piece that was removed from the patient. One image shows the metal piece next to a ruler. It is slightly longer than 1cm, but the metal is bent and twisted. Another image shows the metal in a plastic container. The customer provided x-ray image confirms an unknown metal object inside of the patient¿s humeral bone. The identity of the piece cannot be determined from the image. The inner shaft fragment is made from 455 or 465 stainless steel. The 400 series stainless steels are more commonly chosen for surgical instruments, limited duration contact, or contact with intact skin. In such applications, these grades of stainless steel have been classified as presenting low biological risk in our master safety assessments for instruments. The fragment part of an externally communicating device, it is neither manufactured nor intended for implantation. Since the fragment has been removed from the patient no further harm is anticipated. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, failure of a concomitant device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that three years post first rc surgery because of fracture, an x-ray revealed an unknown metal. After the first surgery the patient recovered well and there was not a significant event or difficulty on the surgery. Footprint anchor was reported since the surgeon wanted to find out the metal was from the inserter of footprint. An additional surgery was performed in order to remove the piece. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that three years post first rc surgery because of fracture, an x-ray revealed an unknown metal. After the first surgery, the patient recovered well and there was not a significant event or difficulty on the surgery. No additional surgery was planned in order to removed this piece. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.